Event description:
Patient reports dentist advised to stop retainer treatment immediately because the bottom teeth are all loose. The lower gums are red and inflamed and there is a large gap in my bottom teeth. I have been referred to an orthodontist for re-assessment. The byte clinical support team (cst) reviewed subsequent images provided by the patient which showed a visible gap at interproximal teeth #24 & #25 and the guns did not look inflamed. Cst provided educational tips to the patient and requested mor information (i.e., doctor's written recommendations).

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.